Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Customer advised to replace pads after each patient use. Replacement battery resolved the issue.